Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie had failed. A field service engineer (fse) accessed the hardware test application, reinserted the cubie, and opened the lid to allow the customer to retrieve the medication. The cubie was then removed and replaced with a new one as requested. A drawer test was performed, and the device was rebooted to complete the repair. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failure with a failed hardware message was observed, and storage space could not be recovered. The machine was shut down, left for 5 minutes, and then restarted but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.